Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. The pump was unable to perform basic occlusion, occlusion, and the excessive no delivery test due to prime/fill anomaly. The pump alarmed unexpected restart after battery change due to voltage leak. The pump was received with scratched lcd window, cracked case near display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of damage and unexpected restart from the insulin pump. The customer's blood glucose reading was 104 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart. The customer mentioned that the battery compartment is cracked. The insulin pump will be returned for analysis.